Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and stated that prior to running the samples, they replaced the integrated multi-sensor technology (imt) sensor, after which quality controls (qc) resulted within specifications. The customer ran dilution check and qc, resulting within acceptable ranges. A siemens headquarter support center (hsc) reviewed the information and the solid state multi-sensor (ssm) data files and found no instrument issues and no other samples were affected. Hsc recommends review of proper pre-analytical sample handling procedures including mixing of the sample after phlebotomy to ensure complete dispersion of the anti-coagulant or clot activator throughout the sample, centrifugation at the proper speed and time based on the tube manufacturer's instructions, and ensure that samples remain upright after centrifugation to avoid resuspension of platelets, buffy coat material, fibrin, and other particulates into the plasma portion of the sample. The cause of the discordant, falsely low na, k and cl results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low sodium (na), potassium (k) and chloride (cl) results were obtained on a patient sample on a dimension exl with lm instrument. The discordant results were not reported to the physician(s). The sample was repeated three times on the same instrument, resulting higher and matching each other. It is unknown if the repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low na, k and cl results.